Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point.

Event description:
It was reported that during the procedure, the staff was unable to solve the error message displayed on the screen related to insufficient aspiration. It was decided to abort the surgery and schedule it for the next day. No actual patient harm occurred.

Event description:
It was reported that during the procedure, the staff was unable to solve the error message displayed on the screen related to insufficient aspiration. It was decided to abort the surgery and schedule it for the next day. No actual patient harm occurred.

Manufacturer narrative:
With regard to this event an eva pump module and logfiles were provided for investigation. Review of the logfiles confirmed the occurrence of a warning message indicating that no aspiration pressure possible. Investigation of the returned pump module revealed a defective mainboard inside. Due to the defective mainboard the pump could not generate sufficient vacuum which triggered the eva surgical system to generate a warning message on the screen. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based on the investigation performed, it was determined that the reported complaint is attributable to component failure of the pump module's mainboard. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
It was reported that during the procedure, the staff was unable to solve the error message displayed on the screen related to insufficient aspiration. It was decided to abort the surgery and schedule it for the next day. No actual patient harm occurred.

Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The eva pump module subject to this event was returned for investigation. The pump module was sent to the supplier for in further investigation. We are awaiting the results of their investigation.

Manufacturer narrative:
The incident will be investigated from the log files. It is unknown if the product will be returned at this point. No corrective or preventive actions can be implemented until the investigation has been completed. In regard to this event recently an eva pump module was returned for investigation. Please be informed that the investigation of the returned module is still ongoing.

Event description:
It was reported that during the procedure, the staff was unable to solve the error message displayed on the screen related to insufficient aspiration. It was decided to abort the surgery and schedule it for the next day. No actual patient harm occurred.